Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged false-positive results generated while testing with the cobas®6800 within 2 run batches 1438 and 1678. The initial runs tested positive for the sars -cov-2 target. The same samples were retested using another method, and the results were negative. The negative results were released to the patients and medical personnel. No harm is alleged. Investigation is ongoing. Per the FDA guidance two (2) mdrs will be filed, one (1) per each batch.

Manufacturer narrative:
An investigation into the reagent kit to determine any reagent contribution was performed. Although the exact cause of the customer¿s issue cannot be pinpointed, the customer is performing a non recommended sample preparation using the lysis buffer which may contribute to unreliable results. The customer also alleged an additional 200 samples that were generating ¿very late CT¿ values. However a full evaluation of the data could not be performed, as no detailed information or raw data, sample ids were provided for those samples. A testing of the reagents did not replicate the issue of unexpected reactives. The most likely cause for the discrepancy observed could be contamination during sampling or the samples could be near the lod. Investigation of the complaint kit lot did not identify any product problem. (B)(4).